Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 20-jul-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 20-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that she noticed for a couple of weeks her controller shows: settings not available when she uses group a and b she had not tried c. Patient (pt) said she also noticed about 4-5 days ago she no longer feels stim on a and b the way she used to. Reviewed information about settings not available and redirected to hcp. Worked with pt to try c and pt reported she did not get settings not available at 12.2 but if she increased to 12.3 she did. Patient services (pss) asked her if she could feel stim or notice improvement pt never answered the question. Pt denied any falls nor excessive activity. Pt reported she had an si joint fusion in may and she felt better since then so she has been more active and has lost 20 lbs. Pt said she tried to call the rep but did not get an answer. The patient reported that the cause of the issue was regular use. No steps had been taken to resolve the issue and the issue was not resolved. The patient stated they would be meeting with a manufacturer representative (rep) next week to address the issue. Additional information was received from the patient and it was reported that the cause of the issue is not known. The patient met with a rep and resolved the issue but found the right set of leads has malfunctioned and has no power.